Event description:
The incident is being reported as a result of intervention being required to replace a graft. The pt had been implanted with a vascutex gelsoft bifurcated graft in 09/1992. The pt presented with a pain in pt's left leg. An angiogram was performed and a large pseud0-aneurysm was identified. The graft was explanted and replaced with a new bifurcated graft. Dr indicated he saw a large hole on the left hand side of the graft. The incident concerns the removal of a vascular prosthesis due to the presence of a pseudo aneurysm.